Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which resulted in pacing inhibition for the patient. As the patient was dependent on pacing, the pacemaker¿s sensitivity was reprogrammed and it remains in service. No additional adverse patient effects were reported.